Event description:
It was reported that the customer was hospitalized due to a hypoglycemic seizure. The customer's nurse reported that when the customer arrived at the hospital, the insulin pump was without power because one of the batteries was taped to the outside of the insulin pump. Troubleshooting was performed and found that the insulin pump's programming had been lost because it had been without battery power for too long. The lead screw and self tests passed. It was arranged to have the customer receive additional training on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.